Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A portion of the extracorporeal tubing was cut from the iab and not returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and a leak was observed at the rear seal of the membrane. The optical fiber was found to broken near the location of the leak approximately 23.4cm from iab tip. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of leak at the rear seal area cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the after inserting the sensation plus intra aortic balloon (iab) catheter a suspected balloon perforation during use. Some blood in the tubing were noticed in the cover and the tubing and we keep getting restriction alarms and have bad waveforms. Therapy was stopped immediately, clamp and remove the helium extender tubing from the pump and notify the attending immediately for removal. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).